Event description:
A 16 mm diameter x 11.5 cm length aneurx extension iliac stent graft was inserted into a pt for treatment of an abdominal aortic aneurysm. It was reported that the quick disconnect button became disconnected prior to the complete deployment of the stent graft. The way that the physician was positioning the delivery handle between the pt's leg and his hand may have contributed to the early release of the quick disconnect button. The physician was able to reconnect the quick disconnect button and the stent graft was successfully deployed and the delivery system was removed from the pt without issue. No additional clinical sequelae were reported and the pt is fine.